Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the main coil was returned on its own with no delivery wire. The main coil was seen to be stretched and was seen to be detached. Functional inspection was unable to perform. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil failed/unable to detach was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the main coil was seen to be stretched. The coil delivery wire was not returned and the main coil was returned detached. The device was noted to be in good condition when removed from the packaging and it was also noted that the proximal contact was not wiped down with alcohol. It is probable that this caused the lack of detachment. An assignable cause of not confirmed will be assigned to the reported event of the main coil failed/unable to detach as the event was not confirmed during the analysis only the coil was returned. An assignable cause of procedural factors will be assigned to the analyzed event of the main coil stretched and main coil prematurely detached/separated during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) prematurely detached during the procedure. No clinical consequences were reported to the patient due to this event.